Event description:
Note: the date of event is in 2009. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal banding procedure performed on a male pt. According to the complainant, during the procedure the bands were rolling off after they were deplyed. The procedure was completed by the physician injecting a sclerosant agent. The pt was sent to the hospital for observation. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed of and will not be returned for evaluation; therfore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.